Manufacturer narrative:
This report is submitted on may,09,2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).